Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp for the reported "trigger issue", but was unable to duplicate the issue. The fse provided replacement ECG patient cable and leadwires, since the original set was missing, it was possible that the original set was defective and was causing the no trigger issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had "no trigger". It is unknown the circumstances under which the event occurred. However, there was no adverse event reported.

Manufacturer narrative:
Additional contact information: (B)(4).